Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. This lead remains in service.